Event description:
Orthopedic surgeon performed an intertrochanteric nail placement and as attempt was made to place screw in the proximal static hole, the itst drill bit broke. The itst drill bit was left in place as it was in the bone and the surgeon was unable to retrieve.